Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the pump did not find any immediately observable damage to the instrument. The pump had been almost fully emptied when returned, requiring additional water to be added in order to test the pump line for a leak. The handle to the pump could be turned in either direction without resistance. The pump was attached to the returned reservoir cap and water could be pumped through the reservoir cap without any problems. There were no issues found in the use of this device. This pump is undamaged and functions as intended. A review of the device history record could not be performed on the needleless confidence kit since the lot number was not provided. Though the pump was returned, lot numbers are not listed on confidence kit components. No lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when turning on the hand pump for the application of the confidence cement, water leaked between connecting hose and cement reservoirs. No cement could be applied. A new unit had to be opened. Surgery delay of 20 min, no patient harm happened.